Event description:
On (B)(6), 2011, a doctor reported to ormco corporation that a patient experienced enamel separation upon debonding of the orthodontic bracket.

Manufacturer narrative:
A customer complaint was received which alleged that a patient experienced enamel separation during debonding of the orthodontic bracket. The complainant was requested to return the bracket involved in this incident. It is anticipated that an evaluation will be conducted upon receipt of the bracket by ormco. The complainant did not provide any product information, including part numbers or lot numbers.